Manufacturer narrative:
(B)(4). No meter return for evaluation. Returned test strips evaluated with defect found. Qc investigation on 6/14/2017 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. Most likely underlying root cause of high control results is due to open vial for an extended period of time.

Event description:
Consumer reported complaint for opened vial of test strips. Phamacist is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 01/13/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.the pharmacist called in stating that a customer had called her complaining that she opened up a sealed box of true metrix test strips and the vial was open. The customer refuses to use the strips. I asked the pharmacist if she could replace the strips for the customer and I would replace her stock. She stated that she would.